Manufacturer narrative:
(B)(4). (Tritis implant 11 mm x 30 mm bioabsorb pla).

Event description:
Procedure: acl. According to the reporter: a re-operation occurred on (B)(6), 2010. Allegedly, the surgeon removed four pieces from the right knee after device was broken. Pt is possibly facing another re-operation due to additional pieces left behind.